Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with unknown pelvic mesh product on (B)(6) 2008, with the intention of treating her stress urinary incontinence and pelvic organ prolapse. It was alleged the plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding. It was also alleged the plaintiff experienced significant mental and physical pain and suffering and sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.